Event description:
Customer called to report they were hospitalized due to high bgs. They are also having problems with no delivery alarms. Troubleshooting performed and pump appeared to be functioning properly.